Manufacturer narrative:
The customer contact reported there is no patient information available. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced and the unit was returned to service.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.